Event description:
It was reported that the patient went to the emergency room (ER) due to an infection around his stimulator battery pocket. It was noted that the incision was not healing and eventually opened, exposing the battery. The physician reports that the patient was at high risk of infection related to issues of cleanliness and hygiene due to mental health conditions. Nothing unusual happened during the procedure, but lack of proper care after. The patient was administered antibiotics and underwent a spinal cord stimulator system explant procedure. The explanted devices will not be returned due to facility policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 serial:(B)(6). Batch: (B)(6). UDI:(B)(4).